Event description:
The patient reported that after receiving a new device and left ventricular (lv) lead, they experienced involuntary spasms and elevated heart rate. According to the patient, their lv lead was turned off in the clinic, as no programming changes would allow the lead to function properly. It was later confirmed by the patient's clinic that the device was replaced. The lv lead remains in the patient. No further information was available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086mri45 lead implanted 2011-(B)(6); 4693-88 lead implanted 2014-(B)(6). (B)(4).